Event description:
It was reported that during a gastrectomy procedure, after the first firing, the firing trigger would not return to the home position. Then the doctor released by using the manual lever. It was found that the staple was malformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.